Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a micro-dislodgement based upon variable capture thresholds. Telemetry monitor strip indicated total loss of bi-ventricular capture. There was also a report of a fracture in the lead. The lead is still in use. No patient complications were reported as a result of this event.